Event description:
The manufacturer received information alleging a trilogy evo ventilator experienced a ventilator service required condition. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, a ventilator service required alarm relating to 'pressure sensor mismatch' was found in the device's error log. The service technician states that the in-line filter prox and blower were clogged with dust, and also caused a test failure relating to 'fio2 sensot receptacle verification'. The in-line filter prox and blower assembly were replaced to resolve the alarm and test failure. The muffler assembly and air inlet foam filter were replaced. The device passed final testing after the necessary replacements.